Event description:
Barrel of syringe was noted to have a pink piece of plastic inside of it after drawing up vaccine. Piece of plastic was too big to have drawn up through the needle and had of been inside the barrel. Syringe was discarded once noted. Needle tips have also been noted to penetrate needle caps when recapped. Needle tips bend quite easily.